Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for out-of-range atrial intrinsic amplitudes. Presenting electrogram (egm) showed appropriate device function, and stored egms showed an atrial tachycardia response (atr) event and occasional undersensing of atrial fibrillation (af). Review of trends confirmed stable measurements with no evidence of noise. No adverse patient effects were reported.